Event description:
(B)(6). Medical assistant reported that the syringe cover was not completely screwed in and the md does not feel comfortable injecting. Missed dose reported. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: osteoarthritis.